Event description:
The zenith endovascular main body graft was advanced via a right sided introduction. Deployment of the three-piece modular device was performed without complication. Completion angiogram noted an inadequate seal of the graft to the vessel at the distal segment of the ipsilateral iliac leg graft. The molding balloon catheter was re-advanced and inflated at the distal fixation site. With the second molding of the iliac leg graft, a good seal of the vessel had still not been achieved. Based upon the length of the native vessel in the common iliac artery, a decision was made to deploy a main body extension of a larger diameter, distal to the ipsilateral iliac leg graft. Main body extension was deployed and ballooned, providing a secure seal of the graft to the vessel wall. Final angiogram viewed patent renal and hypogastric arteries, and a successful exclusion of the aneurysm.